Event description:
It was reported that approximately 24 hours post implant the patient had an abnormal electrocardiogram. The atrial lead had normal impedance but no sensing activity. A fluoroscopy procedure revealed that the atrial lead was not in the same position as the previous day implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01, implantable pulse generator (ipg), (B)(6) 2014. (B)(4).